Event description:
Report received from (B)(6) stating that the device had heat and loss of power during a craniotomy. There was no pt or user injury reported. It is unknown if delay or medical intervention occurred. There is no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of "heat" and "loss of power" could not be confirmed. The device passed all tests and no problems were observed. If additional information becomes available a supplemental report will be submitted. (B)(4).